Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported failure. The fse replaced the camera head via aex to resolve the reported problem. The system was tested and verified as ready for use. Isi received the replaced camera head for evaluation; however, investigation is pending. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the system log confirmed the issue through the occurrence of related system errors: multiple 482224 errors found in the system log pointing to camera head button stuck - multiple buttons. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this is complaint is being reported due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to camera not being able to focus. The da vinci system unavailability after start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with illeal conduit surgical procedure, the camera could not be focused. The customer contacted for dvstat for technical support. The customer was advised to reseat the camera cable tightly but the problem persisted. The customer then performed a hard power cycle of the vision side cart (vsc) and manually adjusted the camera focus but the issue persisted. The procedure was converted laparoscopic surgery due to the surgeon not able to control his view. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the doctor and medical engineer and obtained the following additional information: the camera head was last replaced in (B)(6) 2022 due to dark image issue. The customer replaced the camera head with a backup and was used again during this procedure. The customer encountered focusing issue and the camera head was replaced again. There was no harm to the patient. The procedure was temporarily converted to laparoscopic surgery but was completed with the da vinci system. The customer believed the reported event was related to the issue in (B)(6). There was no issue noted during set up of the system. The system was inspected prior to use. White balance and visual inspection were performed normally. The customer had no issue with port placements. The issue occurred 45 minutes after the start of the procedure. There was no impact to the patient. The information regarding patient demographics, relevant testing, and medical history was requested; however, the site indicated that patient related information could not be provided/ could not be released.

Manufacturer narrative:
Device evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the camera head involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. Damaged electrical components were found relating to the button board and focus motor. The root cause was attributed to mishandling/misuse.